Manufacturer narrative:
(B)(4).

Event description:
It was reported that the tip became stuck in the lesion and detachment occurred. The 90% stenosed, 30x3.0mm target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 330cm rotawire was advanced to the target lesion. During the procedure, it was noted that an opticross failed to cross the lesion, therefore ablation was performed 6 times with a 1.25mm rotalink burr. First ablation was performed at 236,000rpm, 231,000rpm on the second, 231,000rpm on the third, 227,000rpm on the fourth, 223,000rpm on the fifth and 220,000rpm on the sixth ablation. The duration of ablation was 10 to 15 seconds per ablation. The rotational speed decreased about 5,000rpm on the first, 1,000rpm on the second, 1,000rpm on the third, 2,000rpm on the fourth, 2,000rpm on the fifth and 3,000rpm on the sixth ablation. After, a 1.50x8mm emerge balloon catheter was used for dilation. During first to third inflation, the balloon catheter was inflated at 14atm for 10 seconds per inflation. During fourth to seventh inflation, the balloon catheter was inflated at 14atm for 5 seconds per inflation. After, ablation was performed 9 times with a 1.50mm rotalink plus, however the burr failed to cross the lesion. First ablation was performed at 209,000rpm, 206,000rpm on the second, 206,000rpm on the third, 204,000rpm on the fourth, 203,000rpm on the fifth, 198,000rpm on the sixth, 198,000rpm on the seventh, 195,000rpm on the eight and 195,000 on the ninth ablation. The duration of ablation was 10 to 15 seconds per ablation. The rotational speed decreased about 1,000rpm on the first and 0 down on the second to ninth ablation. The burr was moved back and forth and was not inserted to the spring tip of the rotawire. While trying to remove the 1.50mm rotalink plus with dynaglide mode to exchange it to a 1.25mm rotalink burr, resistance was felt when the rotawire was manipulated and the rotawire became stuck in the distal lad. As a result of checking on angiogram, it was noted the distal tip of the rotawire was detached. The 1.50mm rotalink plus and rotawire were pulled and removed. After, a non-bsc penetration catheter was inserted and confirmed the tip detachment. After, it was confirmed with intravascular ultrasound that the detached part did not protrude into the main lad and a 3.0x32 promus premier was deployed in the lesion. The detached portion could not be retrieved and remained in the branch of the periphery. No patient complications were reported and there was no problem with the patient's condition.

Manufacturer narrative:
UDI= corrected from (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The device has wire broken by tension overload near the distal end section and 329.8cm from the proximal section. The broken distal tip was not returned. Also the distal section end is stretched. The overall length and outer diameter of the distal tip could not be measured due to the device condition. All other outer diameter measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the tip became stuck in the lesion and detachment occurred. The 90% stenosed, 30x3.0mm target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad). A 330cm rotawire was advanced to the target lesion. During the procedure, it was noted that an opticross failed to cross the lesion, therefore ablation was performed 6 times with a 1.25mm rotalink burr. First ablation was performed at 236,000 rpm, 231,000 rpm on the second, 231,000 rpm on the third, 227,000 rpm on the fourth, 223,000 rpm on the fifth and 220,000 rpm on the sixth ablation. The duration of ablation was 10 to 15 seconds per ablation. The rotational speed decreased about 5,000 rpm on the first, 1,000 rpm on the second, 1,000 rpm on the third, 2,000 rpm on the fourth, 2,000 rpm on the fifth and 3,000 rpm on the sixth ablation. After, a 1.50x8mm emerge balloon catheter was used for dilation. During first to third inflation, the balloon catheter was inflated at 14atm for 10 seconds per inflation. During fourth to seventh inflation, the balloon catheter was inflated at 14atm for 5 seconds per inflation. After, ablation was performed 9 times with a 1.50mm rotalink plus, however the burr failed to cross the lesion. First ablation was performed at 209,000 rpm, 206,000 rpm on the second, 206,000 rpm on the third, 204,000 rpm on the fourth, 203,000 rpm on the fifth, 198,000 rpm on the sixth, 198,000 rpm on the seventh, 195,000 rpm on the eight and 195,000 on the ninth ablation. The duration of ablation was 10 to 15 seconds per ablation. The rotational speed decreased about 1,000 rpm on the first and 0 down on the second to ninth ablation. The burr was moved back and forth and was not inserted to the spring tip of the rotawire. While trying to remove the 1.50mm rotalink plus with dynaglide mode to exchange it to a 1.25mm rotalink burr, resistance was felt when the rotawire was manipulated and the rotawire became stuck in the distal lad. As a result of checking on angiogram, it was noted the distal tip of the rotawire was detached. The 1.50mm rotalink plus and rotawire were pulled and removed. After, a non-bsc penetration catheter was inserted and confirmed the tip detachment. After, it was confirmed with intravascular ultrasound that the detached part did not protrude into the main lad and a 3.0x32 promus premier was deployed in the lesion. The detached portion could not be retrieved and remained in the branch of the periphery. No patient complications were reported and there was no problem with the patient's condition.